Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information related to a CPAP device's sound abatement foam. The patient has alleged to experiencing rhinitis and headaches. The patient has seen a pulmonologist and dermatologist. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In this report, section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing rhinitis and headaches. The patient has seen a pulmonologist and dermatologist. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.